Event description:
It was reported when this left ventricular (lv) lead was programmed at max output there was loss of capture (loc). Subsequently, this lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.